Event description:
It was reported, to medtronic minimed. That the customer experienced change sensor/bad sensor. The customer reported, blood glucose value of 43 mg/dl. The customer reported, hypoglycemia treated with glucagon, glucose/carb intake. And also, had hemorrhage/blood loss/bleeding. The event involved product(s) mmt-441ag, mmt-342, mmt-1884, mmt-7040b. The customer does not feel ok to troubleshoot. It was unknown, whether customer used the pump within 48 hours of reported event and it was unknown, whether auto mode feature was active at the time of event. No further patient complications were reported. It was unknown, whether the customer will continue to use the insulin pump. No product return is required for mmt-441ag, no product return is required for mmt-342, no product return is required for mmt-1884, no product return is required for mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: blood was visible on the sensor connector. Customer takes baby aspirin. Customer did not receive medical treatment as a result of the site issue. Troubleshooting was done for the site issue but not done for change sensor and low. It was unknown if smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.